Manufacturer narrative:
(B)(4) (secondary surgery). (B)(4) (minimal). Eval , method: (other): lens work order search. Results: (other): a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon implanted an micl 12.6mm implantable collamer lens on (B)(6) 2008 in the left eye. Uncorrected visual acuity after surgery was 20/40 due to residual astigmatism. Prk was performed on (B)(6) 2009 to correct residual astigmatism. On (B)(6) 2010 a dilated examination was performed and vaulting was noted to be at 50%. On (B)(6) 2010, the doctor did note a trace of lens opacities. On (B)(6) 2010, doctor noted there was an increase in the changes in the anterior capsule of the crystalline lens. Doctor feels as though the minimal vaulting of the icl could be responsible for the crystalline lens changes and the decrease in the quality of the patient's visual acuity. On (B)(6) 2010, the doctor elected to remove the icl and exchange it for a larger lens.